Event description:
It was reported that the customer noticed a hole or burn-through on the face of the jaw near the distal end of the force bipolar instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.